Manufacturer narrative:
(B)(6).   Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "5 out of 10 wafers with not centered starter holes." No harm reported. No photos were provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: batch record review: lot 7g01144 was manufactured on 10/jul/2017, line form fill and seal with a total of (B)(4) market units. Complaint investigator performed a batch record review on 05/aug/2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) code 421040. System application product (sap) material 1709735 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are no photographs associated with this case and no unused return sample was expected. Investigation conclusion based in the investigation findings, the root cause identified for the issue ¿centricity issues¿, reported under failure mode ¿skin barrier starter hole is defective (e.g., misalignment or off center), leakage may occur¿ is attributed to: 1)machine: the investigative process concluded that all the machinery/ tooling items used in the manufacturing process complied when compared against and procedure instruction (pi) specifications; as however, as part of this investigation it was identified that some size did not fit correctly in the disc assembly station produce the concentricity issues in the accordion line, nevertheless the procedure instruction (pi) procedure was recently updated to modify the tooling and a new tooling was added to avoid problems of concentricity on the disks, due to these tooling shared disk size and at the time of assembly some size did not fit correctly in the welding process and caused concentricity issues during the manufacturing process. After this updated was performed the manufacturing line demonstrated to behave steadily after the correction. No issues were identified for material, measurement, method, and environment investigations. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003.